Manufacturer narrative:
The customer replaced the sample probe ln 01g48-04, which was identified to be the likely cause. Following replacement of the probe sodium results were acceptable. A review of the architect (B)(4) service history identified no additional contributing factors and no subsequent issues have been reported. A review of complaint and trending data for the architect sample probe identified no issues or trends. A review of architect c8000 tracking and trending data in the product monitoring review for architect systems revealed no systemic issues or adverse trends related to the erratic result issue described in this complaint. The architect c8000 erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c8000 was identified.

Event description:
The account generated falsely depressed sodium for patients processed on the architect c8000 analyzer around (B)(6) 2016. Examples provided, sodium of 116 mmol/l that repeated 139 mmol/l. The account uses a normal sodium reference range of 136 to 145 mmol/l. No specific patient information was provided and no impact to patient management was reported.